Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed via remote transmission. The patient was asymptomatic. Recommended programming changes were not made. Subsequently, a second transmission was received for non-sustained lead noise due to post-paced t wave oversensing. Programming changes were recommended. No further information is available.